Event description:
It was reported that a pump has a system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hours with no occurrence of the symptom. Review of the history log confirmed the reported symptom. The evaluation found that the upper and lower auxilliary assemblies were failing. The upper and lower auxiliary assemblies will be replaced.